Event description:
The manufacturer was notified on (B)(6) 2016 that during implantation of perceval valve, the aorta had dissected. The patient's aorta was fragile, and the surgeon performed a normal decalcification (no injury of the annulus was detected at this time). At the time of implant the valve looked well positioned, as soon the patient came off pump, the ascending aorta looked bruised and the surgeon decided to put the patient back on pump and open again the aorta. At this time the dissection was detected in the area at the upper end of the perceval valve in the ascending aorta above the stj. The bruised area was limited to where the stent was, originating from the proximal part of the aorta from the aortotomy suture line down to the annulus and not at the cannulation site and not at cross clamp site. The patient died later due to ischemic bowel complications, likely to be caused by peripheral vascular disease. The perceval valve was not the cause of the patient's death as reported by the surgeon.